Event description:
Customer reported an issue with his insulin pump's wake-up button, which was difficult to press and often required multiple attempts to activate. There was no adverse impact to the customer's blood glucose level. Technical support followed up and instructed customer on how to effectively press the button, but since the problem persisted. Customer continued to use the pump for insulin delivery.